Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("excessive bleeding with clotting") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced back pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (partial hysterectomy with salpingectomy and removal of the essure device). Essure (ess205) was withdrawn. At the time of the report, the back pain, genital haemorrhage, menorrhagia, dyspareunia, fatigue and weight fluctuation outcome was unknown. The reporter considered back pain, genital haemorrhage, menorrhagia, dyspareunia, fatigue and weight fluctuation to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced back pain and excessive bleeding with clotting (seen as genital bleeding). Essure was removed approximately 10 years after insertion. These events are anticipated in the reference safety information for essure. Back pain and genital bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("excessive bleeding with clotting, abnormal bleeding (general), heavy vaginal bleeding and passing large blood clots") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included leuprorelin acetate (lupron). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines/ headaches"). In 2006, the patient experienced weight increased ("weight gain/ loss(specify which one): weight gain"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations") and anaemia ("anemia"). The patient was treated with iron, megestrol acetate (megace), drospirenone w/ethinylestradiol (yaz), surgery (hysterectomy (full), (uterus and cervix removed)) and surgery (partial hysterectomy with salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the back pain, genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage, migraine and anaemia had resolved and the fatigue, weight fluctuation, headache and weight increased outcome was unknown. The reporter considered anaemia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, treatment medications, concomitant drugs and disease, new events vaginal haemorrhage, menorrhagia, migraine, headache, weight increased and anemia added. Outcome for the events genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, migraine, back pain and anemia added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: ptc investigation result company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced back pain and excessive bleeding with clotting (seen as genital bleeding). Essure was removed approximately 10 years after insertion. These events are anticipated in the reference safety information for essure. Back pain and genital bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.